Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical event and hypoglycaemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: ap3a.240905.015.a2.s928usqs4byf5 hardware: sm-s928u cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that one month ago they had been treated by paramedics for hypoglycaemia. The patient's blood glucose levels declined to 34 mg/dl while wearing the pod on the arm. Symptoms reported include loss of consciousness and convulsions. The patient was treated with glucagon delivered by the paramedics at their home.